Event description:
It was reported that a minimum fill notification occurred during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. A new cartridge was loaded to resolve the issue.